Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(4) (unknown test strip lot number), is related to case with patient identifier (B)(4) (test strip lot number 475805).

Event description:
It was reported the customer received the following results on the performa system within 10 minutes: 71 mg/dl (customer's test strip lot number 475805) and 390 mg/dl (hospital's performa test strip unknown lot number). No adverse event reported. The test strip lot number was not provided for the hospital's test strips. The hospital's test strips are not expected to be returned for product evaluation.